Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and cracked case. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated that the display did not returned after customer inserted the new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.